Manufacturer narrative:
(B) (4). Analysis is pending.

Event description:
The interrogation crashed after displaying an error message. Then mode switch episode, recorded by the device, was lost. During the following interrogation, inconsistent time was displayed.